Manufacturer narrative:
After attempting to adjust the trend kit, the technician replaced the CPR/trend valve to repair the bed.

Event description:
The account alleged the emergency trend is not working when the hi/low is all the way up.